Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery they noticed that the haptic was broken after implantation and there was a patient contact, procedure completed on the same day. Additional information has been requested.